Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify critical pump error(open book)alarm due to blank display. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump was shut off and received critical pump error also. The blood glucose was 112 mg/dl at the time of the incident. Customer reported that, they received a critical pump error image on the pump screen. Customer got pump error while in water and so removed pump and left on the side. Pump was alarming then as well, and on the way home pump shut off. Customer reports display is blank. Explained possible causes of a blank display. Customer advised to put in new battery, and critical pump error came up on the screen. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.